Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump retainer ring came off. The customer blood glucose at the time of incident was 11.5 mmol/l. The insulin pump was returned for analysis.